Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 displayed error 120, with the screen appearing grayed out and the unit alarming. No patient involved.